Event description:
It was reported that the right atrial and ventricular leads showed low impedance values. Both leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the lead was returned in segments, analyzed and the inner insulation was breached and had metal induced oxidation. It was noted that there was blood/body fluid on all conductors (not obstructed), all insulators had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4): the lead was returned in segments, analyzed and the inner insulation was breached and had metal induced oxidation. It was noted that the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), all insulators had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.